Manufacturer narrative:
Device remains implanted in the patient and is not expected for return to the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Expired material was implanted and is a reportable event. At the time of review, there was no report of patient harm. Should additional intervention become available, this determination should be reassessed. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Packaged by: (B)(4), manufacturing date: 22-jan-2007 expiration date: 31-dec-2015 part #: 240.052s, lot#: 5426742 (sterile) - 4.5mm lcp (tm) proximal tibia pl 18 holes/ 334mm rt- sterile. No ncrs were generated during production. Device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 4187, ¿sterility documentation was reviewed and determined to be conforming.¿ the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a right tibia open reduction internal fixation (orif) on (B)(6) 2016. During the procedure the sales consultant was informed by the nurse that the plate was past the expiration date (dec 2015) that was about to be implanted in the patient. Another similar device was not available. The procedure was successfully completed. No surgical delay or harm reported to patient. Also, during this case, the surgeon noted that the ratchet mechanism was not holding for (2) point reduction forceps. This complaint involves 3 devices. This report is 1 of 3 for (B)(4).